Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) longevity initially showed five and a half year. However, after three months this device's longevity showed three and a half year. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this implantable cardioverter defibrillator's (ICD) longevity initially showed five and a half year. However, after three months this device's longevity showed three and a half year. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported.